Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is currently underway. As received, the monitor would not power on. The cause of the inability to power on has been isolated to sdram components (u100 and u101) on the computer analog (ca) board sn (B)(4). The sdram components load the flash memory. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) failed to power on. The last pt to use this charger/modem did not report any deficiencies.